Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis showed a missing signal from the ias which is necessary to produce x-ray. When a signal is not detected, the system switches to bypass mode. The customer then initiated an application shutdown. During the restart phase, several attempts to generate x-ray were noted, however, the system was in the reboot phase and radiation release was not possible. The customer then initiated a second shutdown. Log file analysis showed following the second restart the system functioned normally and x-ray pulses were generated. During a remote service session, net link and axcs errors associated with the ias were observed. When axcs errors are present, networked devices temporarily log off and reconnect shortly afterwards. The customer service engineer disconnected the service backup drive, replaced ias pc mother board bios battery, checked the cables as well as re-seated the boards in the system. After final testing of the system, the intermittent behavior was eliminated. After component control and replacement of the ias bios battery the system works as specified. The error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure the user reported a problem with the image acquisition system (ias). A system restart was attempted, but was unsuccessful. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.